Manufacturer narrative:
A patient's leads had migrated and wrapped around the ipg was reported to abbott. As a result, the patient's full system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01798 and 1627487-2023-01797. It was reported the patient's leads had migrated and wrapped around the ipg. Surgical intervention was undertaken where the full system was explanted.